Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient no contact between the receiver and transmitter on (B)(6) 2015. Foreign distributor did not report any injury or medical intervention.